Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav stablepoint open-irrigated catheter was selected for use. It was reported that the irrigation port was clogged/irrigation flow was insufficient. Also air could not be removed from the device prior to the observed event. The device was exchanged and the procedure was completed successfully with no patient complications.